Event description:
It was reported that the patient was "running out of breath" with activity since his device was last programmed. It was also reported that the patient falls down and can't walk more than a couple of feet and that the patient almost died three times in the hospital. The patient also had questions on the elective replacement indicator lock-up issue letter that was sent to the physician. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.